Event description:
It has been reported to philips that during the deployment of a cerebral flow diverter, there was a mismatch between the 3d roadmap and the patient¿s anatomy. The procedure was stopped. Based on the limited information provided this initial report is submitted. Philips has requested additional information and has initiated an investigation.

Manufacturer narrative:
Addtll narrative: the customer informed philips that due to the mismatch between the 3d roadmap and the patient¿s anatomy, placement of a second flow diverter, to complement the first one, could not be completed. The customer could not tell on which date the issue occurred. No harm has been reported to philips. A philips service engineer inspected the system onsite and verified the geometry of the system. No malfunction was found. The 3d scan functionality was checked and was working as intended. 3d roadmap is to be used for navigation and not for device deployment. A philips clinical application specialist informed the customer that the 3d roadmap functionality should not be used to deploy a flow diverter. The customer has been advised to use smartmask or roadmap pro to visualize the device markers for device deployment. Philips has determined that this incident is not reportable as the system did not malfunction. No harm to the patient has been reported.